Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the device was reportedly discarded; however, if the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per customer report of "(B)(6) 2020". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre sensor. The customer reported a high scan reading of 300 mg/dl as compared to a result of 150 mg/dl on an unspecified blood glucose meter. Customer also stated that due to high reading she experienced a diabetic seizure. No further information could be obtained as customer refused to continue troubleshooting and disconnected call. There was no report of death or permanent injury associated with this event.